Manufacturer narrative:
Evaluation summary: customer report of calcification and pannus formation was confirmed and the probable cause of the insufficiency was visually observed as being due to leaflet tears. The x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Leaflet 2 had a tear near commissure 2 of approximately 5mm of which 1mm was still attached. Leaflet 2 also had a 3mm tear at the free margin. Leaflet 3 had a 2mm non-transmural tear near commissure 3, and two tears at the free margin of 2mm and 4mm. Calcification was evident near the tears. Calcification and host tissue restricted leaflet mobility and led to stenosis. A hematoma was observed on leaflet 3 at the outflow aspect. Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As noted on evaluation, this valve exhibited signs of calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification, pannus, leaflet tear, and insufficiency cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
Additional manufacturer narrative: the device has been received. Evaluation is anticipated but not yet begun. A supplemental report will be submitted after the device evaluation has been completed. No patient medical records will be made available.

Event description:
Edwards received information that a 21mm pericardial aortic valve was explanted after an implant duration of ten (10) years, seven (7) months, and two (2) days due to progressive calcification and pannus formation resulting in aortic insufficiency (ai). The explanted valve was replaced with a 21mm pericardial aortic valve. Patient status was reported as hospitalized, stable.